Manufacturer narrative:
On 9-feb-2022, the product investigation was completed as the complaint device was not returned and photographs of the device were analyzed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was expired. While checking the incoming product order it was noted that a vizigo¿ sheath received had an expired date. The use-by-date on the package is 4-dec-2020. Device investigation details: according to pictures provided by the customer, the dates on the packaging were observed. During the complaint review, no evidence was found that the product was shipped expired. The shipping details provided indicate that the device of lot# 00001233 was shipped on 7-feb-2020 to the (B)(6)hospital; before of expiration date of this lot that is on 4-dec-2020. The issue might be related to the mishandling of the product at the account. In addition, the product instructions for use (IFU) states that the device should not be used past the ¿use by¿ date that is printed on the packaging. Thus, it is the operator¿s responsibility to verify the expiration date. Based on this information, an escalation is not required at this time. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001233 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was expired. While checking the incoming product order it was noted that a vizigo¿ sheath received had an expired date. The use-by-date on the package is 4-dec-2020. The device has not been used on a patient. Expired product shipped is MDR-reportable.